Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the absorbable film of the mesh broke off prior to the suture being placed. There was no patient injury.